Event description:
It has been reported that an 8 month old, male pediatric pt had biopatch placed around a central venous line. Upon removal, there was an observation of skin breakdown and drainage. It was further reported that the dressing had been applied for 3 days prior to removal. The area was wet from oozing of blood from site. After removal, an alternate product was used. The line remains intact and no treatment was indicated to the site.

Manufacturer narrative:
The involved device is not available for return. An investigation has been initiated based on the reported information.